Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to severe central mitral regurgitation. Per the op report, upon inspection with tee, 2 of three of the prosthetic valve leaflets moved freely; the third leaflet only sluggishly moved to close. It was decided to re-replace the valve. Upon explantation of the valve, there appeared to be a pleated fold observed. A mechanical valve was chosen as the replacement.

Manufacturer narrative:
(B)(4): fold in leaflet. Device not returned. Unfortunately, the valve was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.